Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the grip had a scratch, the switch box had a scratch, the control unit had a scratch, the angulation lever had a scratch, the scope connector cover unit had a scratch, the plug unit had a scratch, the image had shadows due to damage on the charged coupled device unit, the connecting tube did not rotate smoothly due to damage on the insertion tube rotation ring, the image guide protector had a cut, the insertion tube rotation ring had a scratch, and the connecting tube was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchovideoscope insulation was damaged, and there was a bend at the beginning of the endoscope. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the foreign material / corrosion around the adhesive of the objective lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.